Event description:
It was reported that mobile power unit (mpu) would just turn off. It happened multiple nights in a row. A replacement mpu was already sent to patient by acelis.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section d1: corrected. Section d4, catalog number, primary UDI number: corrected. Section h8: corrected. Manufacturer's investigation conclusion: the reported event of the mobile power unit (mpu) suddenly powering off was not confirmed. The returned mpu (serial number: (B)(6)) was evaluated by service depot, and during testing the unit functioned as intended without any issues. Visual inspection of the returned mpu revealed that the rubber encasing on the patient cable connector was loose. No other physical anomalies were observed. The returned mpu booted up as intended without any issues. The returned mpu was then connected to a test system controller and a mock circulatory loop for several days and the unit supported the system without any issues or atypical alarms produced, including when the patient cable was manipulated. No further testing was performed as it was determined to scrap the unit. Additional information provided communicated that no log files were available for review. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed, and the records revealed that the mobile power unit (mpu), serial number (B)(6), was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including no external power, and low voltage hazard alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use (rev. C) section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook (rev. D) section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. Heartmate 3 patient handbook (rev. D) section 6 ¿ "caring for the equipment" describes how to care for and clean all equipment, including the mpu patient cable. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the mpu patient cable for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.